Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the pump was being replaced the day of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative on (B)(6) 2017. It was reported that a motor stall was seen at initial interrogation and that the patient did not recently have an MRI (magnetic resonance imaging). The motor stall occurred on 09:06 on (B)(6) 2017 and was active as of (B)(6) 2017. No further information was available. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown baclofen with an unknown dose and concentration, dilaudid (hydromorphone) with an unknown dose and concentration, and an unknown drug with an unknown doe and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported the patient was hearing their pump alarm on monday night ((B)(6) 2017). The patient called the healthcare professional (hcp) office and left a message. The alarm was consistent with synchromed alarms. The patient was not due for a refill until next month, and the patient had not had any medical procedures or magnetic resonance imaging (MRI). It was noted after playing the alarms that it sounded like a non-critical alarm. No symptoms were reported. It was later reported personal therapy manager (ptm) showed (B)(4) for motor stall. It was noted that the ptm worked yesterday morning ((B)(6) 2017). It was noted that the patient had heard a pump alarm. It was noted that the patient does not go out much, but did go out yesterday morning ((B)(6) 2017). The patient was to follow up with healthcare professional (hcp). Event date was noted as (B)(6) 2017 (pump alarm). No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications were being administered via a simple continuous dose rate as of (B)(6)2017: dilaudid (concentration: 5.0 mg/ml, dose rate: 1.1991 mg/day), clonidine (concentration: 650.0 mcg/ml, dose rate: 155.88 mcg/day, baclofen (concentration: 350.0 mcg/ml, dose rate: 83.94 mcg/day) , bupivacaine (concentration: 20.0 mg/ml, dose rate: 4.796 mg/day), and ketamine (concentration: 294.1 mcg/ml, dose rate: 70.53 mcg/day). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned to the manufacturer.

Manufacturer narrative:
Analysis of the pump revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.